Event description:
The account alleged the bed has no head down. He installed a new motor, but when he presses the head down switch, the drive wants to run up and just hums.

Manufacturer narrative:
The account replaced the control board to repair the bed.